Event description:
It was reported that the lead had high thresholds and was capped and replaced. During the lead replacement, the new lead measured "poor numbers" after multiple attempts. This lead was not used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.